Event description:
Incorrect joint behaviour. No stance release at all (stiff), sporadic, since purchase, since 29 april fall!! User visits doctor and lawyer. Further info follows / shoulder injury*, clothing defective. Medical treatment was required. *note by manufacturer: on the basis of the available information, a serious injury is not assumed, but since it cannot be excluded due to the lack of feedback, a report needs to be submitted.